Manufacturer narrative:
The following devices were also listed in this report: trident ti foam shell -cluster; 502-02-70i; 5872501. 6.5 cancellous bone screw 30mm; 2030-6530-1; 53lmca. 6.5 cancellous bone screw 25mm; 2030-6525-1; 1wpmka. 6.5 cancellous bone screw 25mm; 2030-6525-1 ; 0mtmma. 6.5 cancellous bone screw 25mm; 2030-6525-1 ; en2mka. 6.5 cancellous bone screw 35mm; 2030-6535-1;24738405. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to infection. Infection was reported to rep as being confirmed for staph. The shell, 5 screws, poly liner, and competitor stem and head were removed and a spacer placed. Rep provided the usage sheet for the previous surgery, and reported that no further information will be released by the hospital or surgeon.